Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was reading inaccurately high compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported at an unknown time and date she obtained readings of '100-200 and 300mg/dl,' it is not known how much time passed in between each reading. The patient reported using self adjusting humalog insulin to manage her diabetes. The patient reported decreasing her dose of humalog insulin by 10 units, 10-14 days prior to contacting lfs. The patient reported sometime after the alleged issue occurred, she developed symptoms of being 'shaky and having tremors' which she associated with low blood glucose. The patient reported on an unknown date, she self treated with orange juice and ate candy in response to her symptoms. The patient reported seeing her doctor due to the alleged issue, and her meter was replaced by the doctor. The patient did not report receiving any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca found the meter to be in the correct unit of measurement at the time of testing. The patient did not have test strips available for a control solution test. Based on the information provided, this complaint is being reported as an adverse event because the patient reported obtaining inaccurately high readings, developed symptoms suggestive of hypoglycemia and required self treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.